Event description:
During a lap appendectomy, error 5 instrument error with the first shear. The doctor tried a second instrument, tested the instrument and received another error 5 instrument error. The doctor tried a third, tested it and received another error 5 instrument. Further troubleshoot by having the doctor try another handpiece. The third shear would not activate with the handpiece. The doctor pulled in a second generator and tried a third handpiece with the third shear and managed to complete the case with no patient consequence.